Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse humeral body, lot# 201707171; reverse hp liner, lot# 201613848; reverse hp glenosphere, lot# 201706116; connector + screw, lot#201707211; stem, lot# 201705771; glenoid metal back, lot#201707344) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these components. We will send a final emdr once the evaluation will be concluded.

Event description:
Smr reverse revision surgery due to infection performed on (B)(6) 2018. According to the info reported, all the components previously implanted on (B)(6) 2017 were explanted except for stem (only component sold in us) that remained in situ as, since it was well fixed, it would have been too difficult to extract it without causing significant bone loss. Explants were sent off for pathology analysis. Event happened in (B)(6).

Event description:
Smr reverse revision surgery due to infection performed on (B)(6) 2018. According to the info provided, patient's clinical history was the following: · primary surgery performed on (B)(6) 2017. A reverse total shoulder replacement was performed by implanting a corrective glenosphere dia. 44mm, a lateralizing liner #m dia. 44mm and a std glenoid metal back; · first revision surgery done on (B)(6) 2018 due to suspected infection (object of this incident report). During this surgery, all the components previously implanted on (B)(6) 2017 were replaced except for stem left in situ since it was well fixed and it would have been too difficult to extract it without causing significant bone loss. According to the additional info reported by complaint source, explants were sent off for pathology analysis and infection was confirmed (germ identified: staphylococcus aureus); surgeon remarked patient good function of left shoulder after this first revision surgery and was satisfied of the final implant stability. · second revision surgery performed later in time (B)(6) 2019): reverse tsr with iliac crest bone graft performed. Patient data reported: height 170cm, weight 89kg. Event occurred in australia.

Manufacturer narrative:
Check of DHR: no anomalies detected by checking the sterilization charts of all the lot numbers involved (smr reverse humeral body, lot# 201707171; reverse hp liner, lot# 201613848; reverse hp glenosphere, lot# 201706116; connector + screw, lot#201707211; stem, lot# 201705771; glenoid metal back, lot#201707344) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. Explants analysis: components replaced during the first revision surgery performed on 05/04/2018 (smr glenosphere, std metal back glenoid, lateralized liner #m) were not available to be returned to limacorporate for further analysis. According to the info reported, samples were sent for analysis and infection was confirmed. X-rays analysis: focusing on the first revision surgery, we received pictures of explants and x-rays dated 05th of april 2018 (immediate post- op) that were analyzed by a medical consultant. Following, the medical comments received (at first revision surgery reported time): "the post op x-rays look unremarkable but we do not have a joint space ap view so there is not much that can be said. There is not obvious evidence of previous surgery. The photos of the explanted components do not tell me much. As they normally show even in infection there is some osseous integration into the ha coated body. The only comment one can make is that unfortunately this patient has suffered an infection, a well known complication of prosthesis implantation surgery. We do not have enough evidence in literature to know the best protocol on management of the infected shoulder prosthesis but I suspect that leaving the humeral stem in situ will probably not make much difference to the outcome but conventional practise is to remove all prosthetic material". Based on the info received, on the check of sterilization charts performed and on x-rays evaluation, this cannot be classified as product- related event. We cannot estimate with certainty the root cause for this event but, as said by the medical consultant, infection is a well known complication of prosthesis implantation surgery. According to our pms data, smr reverse revision rate due to infection is 0.051%. None of the cases we could investigate were classified as product related. No corrective action planned for this specific case. Limacorporate will keep monitoring the market.